Event description:
A report was received by ciba vision from a surgeon that a patient who had a traumatic cataract received a left eye memorylens implant 13 days prior to event. On event date, the patient presented for exam with intraocular infection and anterior chamber inflammation. The surgeon felt the adverse reaction was of moderate severity and was lens related. The patient was treated with steriods and antibiotics. The patient's visual acuity at exam in 12/2001 was 20/25 os. The surgeon's prognosis for the patient was listed as fair and he felt the patient's condition was stable.